Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a secondary energy too high message. A follow-up with the technician indicated the treatment was set for one second and was at 90 percent when the laser shut down. The pt had a planned double treatment on both eyes. The event occurred during the second treatment for the second eye. The technician also reported the pt was seen the next day and was doing well.